Manufacturer narrative:
(B)(4). This complaint for a leak in a uv flash transfer set was confirmed during the sample evaluation. The evaluation was completed, but the investigation is still not completed. One used set with no cap on spike (loose in pouch) and no cap on patient connector was received for evaluation. Functionally, the set was hand tightened with a (B)(4) lab titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut/hole 1 5/8? From sleeve in closed position in silicone tubing. No other visual defects were noted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed and the root cause was determined to be due to a tubing hole.

Event description:
A doctor contacted baxter (B)(4) regarding a leak from a transfer set. The doctor stated that there was leakage coming from a crack on the silicone tubing, which was found during use. There was patient involvement, but no patient injury or medical intervention indicated with this report.